Event description:
The customer from spain has reported that the lower door of the cover stainer cannot remain open due to shock absorber failure. User harm was not indicated or reported. The field service engineer (fse) serviced the instrument and replaced the shock absorbers. The instrument has been repaired, it is fully operational and is available to the user. This issue does not affect the utility of the instrument, and the customer was able to complete staining. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.